Manufacturer narrative:
The log file of the affected device was provided and analyzed for the investigation. Based on the log file analysis it could be confirmed that the device generated alarm messages on the (B)(6) 2020, indicating a deviation regarding the oxygen measurement. A faulty o2 sensor (pato sensor) was identified, however the log file shows that 100 % oxygen was delivered all the time according to the user¿s settings despite the sensor failure. The investigation did not show any indication for a device failure related to internal gas supply or ventilation performance. As a safety feature of the system, the safety software analysis, and verifies proper function of the device. If the safety software detects a deviation concerning the set fio2 (inspiratory o2 concentration) and the measured fio2, the cockpit infinity c300 will post an accompanying visual and acoustical alarm. The parameter spo2 is not measured by the ventilator. If the o2 sensor is not functioning o2 values are missing on the display and instead 'err' might be displayed in the parameter box. Ventilation and dosage are not influenced because the delivered o2 concentration is additionally calculated by the gas mixer and will be compared to the setting. Ventilation can be continued using an external o2 monitoring according to the instructions for use. The device reacted as specified and posted appropriate alarm messages in order to alert the user of the detected deviation regarding the o2 measurement. Summarising all aspects we do not see any connection between the o2 sensor malfunction and the reported decrease of patient's spo2 value as the device had delivered 100 % oxygen all the time and there was no device failure happening; the spo2 value of the patient is not measured by the ventilator. The number of similar cases, related to the a pato sensor failure, is within the expected range of the respective risk assessment, and thus, accepted.

Event description:
It was reported that the device posted a o2 sensor error message. It was also reported that the spo2 value of the patient decreased, medication was administered, and the spo2 value could be stabilized. The ventilator was exchanged.